Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on posterior assessed as a surgical impact opening. (Shell thickness within spec). ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ crease/folding of implant: no observed creases on the device. Additional observations: ¿ stress marks observed on the device.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "small rim of fluid surrounding the left breast," "with some folds noted" "and deformity", and "capsular contracture" and "has pain". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as a surgical impact opening. (Shell thickness within spec). Additional observations: stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported left side " hole, non-specific" later reported left side "small rim of fluid surrounding the left breast with some folds noted there is suspicion of disruption of the breast implant." And capsular contracture baker grade unknown ". The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.